Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 7, 2019 that a flexiva 200 tractip laser fiber was used in a flexible ureteroscopy procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was a ems laser console with laser settings of 0.8 joules and 5 frequency. According to the complainant, during the procedure, the tip of the laser fiber was broken upon laser activation. Reportedly, the detached tip was retrieved successfully with forceps. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event.